Manufacturer narrative:
Follow-up #1: date of submission 01/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings: moisture observed behind display lens. Crack in pump case between top right corner of display lens and case seal. Hairline battery compartment crack at case seal below the bumper. Keypad cover lifting at ok button; up/down/ok buttons intermittent during investigation. Removed keypad cover to inspect under contacts; contamination found under all contacts. Performed leak test; test failed due to leak in pump case. Opened pump; evidence of moisture on piezo/vibration contacts/main pcb/display screen/transceiver. Could not attach the download files due to lost connection during download due to moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.